Event description:
The customer reported that the system intermittently displayed errors upon boot up. The field engineer confirmed frame sync error messages in the system log. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards were reseated. The system was then found to be operating as intended. However, the service representative recommended that the ups batteries and the interconnect cable be replaced.